Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient hit his head against a door. Behaviour and listening have severely deteriorated. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient hit the head on the door. Behaviour and listening severely deteriorated. The patient has been remapped, however behaviour and listening has not improved and the patient is refusing to wear the processor. Re-implantation has been scheduled.